Event description:
The customer reported false nonreactive architect syphilis tp results generated by the architect i2000sr processing module for a 29-year-old female patient, which were inconsistent with the tppa testing and the mindray platform. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): architect syphilis tp results = 0.904 s/co, and 0.910 s/co, tppa = positive, mindray platform = 1.912 (reactive), no impact to patient management was reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 77521be01. A review of tracking and trending for the architect syphilis tp assay (list number 08d06) did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 77521be01 and the complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false nonreactive results were obtained, showing that the lot generates the expected results. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the architect syphilis tp reagent, lot number 77521be01.

Event description:
The customer reported false nonreactive architect syphilis tp results generated by the architect i2000sr processing module for a 29-year-old female patient, which were inconsistent with the tppa testing and the mindray platform. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): architect syphilis tp results = 0.904 s/co, and 0.910 s/co tppa = positive mindray platform = 1.912 (reactive) no impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08d06-77, that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k/PMA/bla number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.